Event description:
The customer contacted olympus to report two of their maj-902 water bottles have signs of rust on the inside. They have many more of these bottles and have not had this issue before. They found the issue during preparation for use in an unspecified procedure, and completed the procedure with a similar device. There was no report of patient harm. This event is related to patient identifier (B)(6).

Manufacturer narrative:
The device is expected to be returned, but is not yet received by olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. When the appearance of the subject device was checked, rust was found in the nut part of gas inlet inside the cover, and there was evidence of the nut being rotated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, rust would be generated if the device was used without fully drying it or storing it in a non-dry environment. The evidence of the nuts rotation indicates that an excessive force was applied to the gas inlet when connecting. The specific root cause of the event cannot be identified; however, it was likely caused by user handling. The event can be prevented by following the instructions for use which state: "store the instrument in the sterile packages at room temperature in a clean and dry environment. Do not store it in direct sunlight or in the presence of x-rays. Ensure that the packaged instrument are not crushed by surrounding objects during storage. Follow any additional storage instruction provided by the manufacturer of the sterile package. The water container sterilized should be stored in the sterile packaging." Olympus will continue to monitor field performance for this device.